Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and calcified right coronary artery (rca). The lesion was predilated with a non bsc 1.3x10mm balloon. The 2.50x15mm apex monorail balloon catheter was then inserted and ruptured after ten to fifteen seconds on the first inflations at 4atms. Upon removal of the balloon, a pinhole was observed on the distal portion of the balloon. The procedure was completed with another device with no pt complications reported. The pt's current condition is listed as "good". This prod is only ous approved but is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.